Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that after the last appointment the patient was feeling very well with her new programming. Two days later she noticed that her pain got worse again. When she checked her hand programmer, she noticed that the stimulation was turned off. She says that the stimulation turns off by itself regularly. She is very compliant and able to handle the technology. At her last visit she already reported the issue but was not sure if it might be caused by battery depletion. The rep told her to watch out for this and make sure that the stimulation is on after charging and it still happened again. In the physician app everything looks normal (impedances, diaries etc.). The rep told her to order a new patient programmer. The controller will be replaced in the future. The issue was not resolved at the time of the report. The patient status was alive with no injury. Additional information was received from the manufacturer representative (rep). It was reported that the rep does not know when the patient first started experiencing the stimulation turning off on its own. Initially, the patient was not sure if the turning off might be caused by battery depletion. Since the previous visit with the rep, the patient kept an eye out for this and is now sure that it is not related to the battery of the ins. The cause of the stimulation turning off on its own was not determined. The patient will order a new patient programmer and will check if the issue will be resolved by this action. If not, the patient will visit the rep again.

Manufacturer narrative:
G2. Foreign: germany medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep reporting that the patient received a new patient programmer and got it set up on (B)(6) 2023. The issue of the ins switching off has not re-occurred since the patient¿s last appointment.